Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4)internal report # (B)(4). The actual pump in the reported incident was returned for eval. A review of the pump log revealed that on (B)(6) 2011 at 4:21:50 an infusion was started with a rate of 7ml/hr and a vtbi of 99.12ml. The pump gave a pressure alarm at 4:23:54, which stopped the infusion. The alarm was confirmed by the user. At 4:24:05, the infusion was started again and ran until 6:41:30 when the pump was stopped manually. The actual volume delivered was 16.03ml, or 100.3% of the expected volume. The pump was started again at 6:43:08 and ran until 6:52:35 when the pump was again stopped manually. The actual volume delivered was 1.11ml, or 100.9% of the expected volume. The volume infused was within the specification of 100 +/- 5%. There were no more infusion started on this pump for the remainder of the day. Per the log, the pump ran as programmed. The volumetric accuracy was tested three times at a rate of 250ml/hr and a volume to be infused (vtbi) of 25ml. The test results were within specifications at 24.2ml, 24.2ml, and 24.1ml. The pump operated as intended and the reported failure could not be reproduced. In addition, no physical damage was identified to the pump hardware which could have potentially contributed to the reported event. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR. If additional info becomes available from the MFR, a f/u report will be filed.

Event description:
As reported by the user facility: reports over-infusion. Pt on (B)(6) 2011 was administered IV therapy of morphine in less than half the time. The rate was 7ml/hr, 100ml bag. No pt injury.